Event description:
It was reported the programmer would not establish telemetry. It was also reported that the rf (radio frequency) heads were swapped, but none will work. No power (lights) on the rf head. The programmer was returned for repair. It was further reported the programmer had become increasingly difficult to use for two weeks prior to it not working. The programmer was returned for repair. The rf (radiofrequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no telemetry due to a loose rf (radio frequency) connector on the link electronics module printed circuit board. (B)(4) rf head functional uplink tested out of specification. Cable found out of electrical specification.